Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.00/2.5/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Significant reduction of irido-corneal angels and excessive vault was observed, the lens was removed on (B)(6) 2018 and exchanged for a shorter lens on (B)(6) 2018 and the problem was resolved.